Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device required revision of vaginal mesh, anterior colpopexy, and vaginal vault suspension using another coloplast product under general anesthesia for vaginal mesh extrusion noted at mid urethral, midline and right fornix; mesh erosion located at posterior vaginal mucosa midline just medial to hymenal ring; anterior apical prolapse; and pelvic pain.